Manufacturer narrative:
Initial and final MDR 1910278 - MDR 3003442380-2024-13638 - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion sets fell off during use in which two events on (B)(6) 2024. Infusion set has been used for a few hours. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.